Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 19 mmol/l in the afternoon and now it was 27.3 mmol/l. Customer did finger stick during call. It was unknown whether the customer was using automode. The insulin pump will not returned for analysis.